Event description:
It was reported that an insertable cardiac monitor (icm) reached the battery recommended replacement time (rrt) earlier than expected, with premature battery depletion suspected. A technical service request was initiated, and subsequent evaluation confirmed premature battery depletion, as the battery voltage was observed to decline unexpectedly. However, the available data did not allow determination of the root cause. The device is recommended to be returned for detailed analysis to further investigate the issue. The icm remains in service; no adverse patient effects were reported.